Event description:
The company was informed that the pt has developed an infection at the implant site. The pt continues to be monitored by the center. The company is in the progress of gathering add'l info and will submit a supplemental report once new info is obtained.